Event description:
It was reported that the left ventricular (lv) lead had high impedance, no pacing and a suspected lead fracture. The lv lead was inactivated and remains in the patient's body. It was noted the physician determine that the patient no longer needed a lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.